Event description:
It was reported to philips that the device failed in self test. There was no report of patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.